Manufacturer narrative:
Additional info received from the procedural physician states that during the embolization of the internal iliac artery of this female, when the physician attempted to advance this 6x15 dcs orbit coil through the prowler 14j microcatheter, he felt a large friction at the proximal end of the microcatheter. The physician removed the coil, without losing position to the lesion, and was capable of passing 2 orbit 5x15 coils along with numerous other brand coils to the lesion. The physician stated that the products were properly inspected and prepped before use and no kinks or bends were noticed on the microcatheter. There was no reported injury to the pt. Further review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the info provided by the customer. The coil was received kinked. One non-sterile orbit was received with the introducer mounted on the middle of delivery tube and it was not completely zipped. Delivery tube had some bends. Coil was attached to the gripper, tangled and kinked. Manufacturing records for involved lot were reviewed and results indicate that product met quality requirements for product acceptance. Inspections are in place to prevent damaged units and coils before leaving the facility. In order to maintain lubricity of the inner lumen of the microcatheter, the IFU instructs that a continuous flush must be maintained. The flush rate must be monitored after introduction of the coil introducer into the microcatheter to ensure that an adequate flush is maintained. It is not known if this procedural factor contributed to the resistance encountered with insertion of the orbit coil into the microcatheter. Because other coils were successfully placed through the same microcatheter after this event, it is possible that the insertion difficulty was caused by coil disorientation within the microcatheter. The IFU further warns that the coil should never be advanced against resistance without determining the cause. It is possible that the resistance encountered led to the kinked condition of the returned coil. However, because the returned coil was not captured in the protective introducer and was tangled, it is possible that the coil stretched after the procedure during handling and packaging for return. The cause of the reported complaint could not be conclusively determined. Therefore, no corrective and preventive actions will be taken at this time.

Event description:
During an embolization of the internal iliac artery, the orbit was lodged in the proximal 30mm of the microcatheter and had to be removed. Additionally, friction was noted during coil placement. The catheter was subsequently used to place two other orbit coils and numerous other coils from other manufacturers. There was no affect on outcome to the pt.